Manufacturer narrative:
The technician found the lal toppers were an older style with the stitches at the head end and the ticking around the stitching is torn at the seams. The account complained of an odor was coming from the lal topper and the technician found signs of something that had entered into the lal topper and dried. New lal toppers are being sent to the account to repair the beds.

Event description:
The account alleged that the top stitching on the low air loss (lal) topper is tearing. The mattresses are almost three yrs old.